Manufacturer narrative:
Lot number is not 100% certain for this product since it was not returned, and no definite lot number was reported to advanced orthopaedic solutions. The address of the manufacture is not reported due to the lot number not being reported we could not be 100% sure which of our suppliers produced this nail.

Event description:
Nail fractured at the lag screw hole which subsequently caused the screw associated with the nail to fail due to non-union.